Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a physician was concerned that the pt was not responding to therapy as he would have liked. An x-ray and a dye study were performed. The physician was seeing dye intrathecally, but was also questioning the possibility of a pooling of dye behind the pt's pump. The pt was recently implanted, and was in the initial titration phase. The drug administered via the pump was dilaudid. Two days later, add'l info was received. The pt was getting improved efficacy to the drug. An x-ray and possible leak was discussed. A pump rotor study was also reported as having been done. Myelogram in the csf looked fine. Add'l info has been requested, but was not available as of the date of this report.